Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used for a procedure of caul. Immediately after the beginning of use, the probe of the device broke and fell off into the patient. The doctor left the fragment of the probe inside the patient, because he couldn't find it. The procedure was completed with another device. The patient was hospitalized after this procedure and left the hospital later.